Event description:
In 2009, the pt reported experiencing elevated blood glucose. His normal blood glucose level is 100 mg/dl. At 1:00 am his blood glucose measured 220 mg/dl and he bolused 3 units of insulin. When he woke up his blood glucose measured 330 mg/dl and he bolused 10 units of insulin. He did not have any symptoms of elevated blood glucose. He was assisted with reviewing the bolus history and the 10 unit bolus was listed. He was instructed to disconnect from the infusion site and to perform a bolus. Insulin dripped from the end of the infusion tubing. Troubleshooting did not reveal any product issues. The pt called back in the next day at 1:23 am and stated this his blood glucose continues to be elevated. He stated that on the event day, he walked before lunch and his blood glucose measured 160 mg/dl. At supper his blood glucose measure 585 mg/dl and he bolused 25 units of insulin. Three hours later his blood glucose measured 380 mg/dl and he bolused 15 units of insulin. Troubleshooting did not reveal any product issues. He stated that he has had a decrease in physical activity. The pt called back in the next day, and stated that his blood glucose measured 141 mg/dl at 3:00 am and he bolused 1 unit of insulin. Three hours later his blood glucose measured 380 mg/dl and he bolused 12 units of insulin. He walked 4.5 miles and ran errands and when he returned home his blood glucose was over 600 mg/dl. He attempted to bolus 20 units of insulin and e4 (occlusion) was displayed. He was instructed to disconnect from his infusion site and he was able to bolus without error. He stated that the infusion site was due to be changed. He changes the infusion site every 3 days and the infusion tubing ever 7 days. He was advised to change the infusion tubing every 6 days. He was assisted with switching to his backup infusion device. The primary infusion device was replaced. Upon follow up at about 3 days later, the pt stated that he began use of the replacement infusion device and his blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.